Event description:
The customer reported that the unicel dxc 660i synchron access clinical system generated erratic ise (ion selective electrode) results for an unknown number of patients. The customer did not identify which analytes were erroneous and did not supply data. Results were reported out of the lab. The customer has no reports of impact to treatment. Quality control (qc) did exhibit imprecision of up to 7 mmol/l on the day of the event. Please refer to 2050012-2014-00496 for the event that occurred on (B)(6) 2014.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the modular chemistry (mc) sample probe, t-valve and mc sample syringe to resolve the issue.